Manufacturer narrative:
(B)(4).

Event description:
The facility representative reported a flogard infusion pump that did not work. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition was confirmed during device evaluation as a battery problem. The cause was identified as a damaged main battery. The main battery was replaced to correct the reported condition. Should additional relevant information becomes available, a follow-up MDR will be submitted.